Event description:
Pt had a right total knee replacement in 2/90. Pt had insidious onset of pain in the proximal right tibia. X-rays showed the prosthesis had loosened and shifted. She was admitted for revision of total knee.